Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced pre-syncopal symptoms (dizziness, lightheadedness) and bradycardia due to the right ventricular lead oversensing t waves. The oversensing was unable to be reproduced, but because the patient's heart rate was about 40 beats per minute, the sensitivity was reprogrammed and the lead remained in use, being monitored. The oversensing recurred and the lead was repositioned about one month later, but then the following day there was loss of capture so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.